Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. Calibration was successful and the fraction of inspired oxygen (fio2) levels were set through a range of different flow rates. The fio2 values were accurate and steady throughout the operating range. A secondary calibration was also successful. There were no functional issues observed. The unit operated as intended. The service repair technician (srt) was unable to duplicate the reported complaint. The epgs calibrated successfully, and testing passed. As a precaution, the o2 sensor was replaced and the epgs was reconditioned. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
81 evaluation is in progress, but not yet concluded.

Event description:
Upon receipt of the device, the user reported that the electronic patient gas system (epgs) oxygen (o2) sensor failed calibration. Calibration was attempted again but failed again. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's subsidiary's service technician, the reported issue occurred during installation of the epgs.